Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). The device is currently shipping from (B)(6) to bbm lab in (B)(4) for investigation. A f/u report will be provided after the inspection results are available.

Event description:
As reported by the user facility (translation of user facility info by (B)(4)): under infusion: the pt is 1 kg below his dry weight after dialysis. Administer 1000 ml nacl/h via air guard (dialysis machine), no anticoagulants used. Observe after 1 hr that the pump has not infused the set volume, only 500 ml infused.